Event description:
It was reported by the customer of two defective samples have problems regarding tears, holes or leaking of the catheter. No other information provided, at this time. It was reported this occurred with 2 devices. This report addresses both devices.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. A supplemental will be submitted with evaluation results.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak was confirmed. The product returned for evaluation was two 5fr tl powerpicc catheters (unit 01 and unit 02). A gross visual inspection of the two returned catheters found that a longitudinally aligned tear was present between the nose of the molded joint and the 0cm depth marker in unit 01, and two longitudinally aligned tears were present, one between the 0 cm and 1 cm depth marker and the other between the 0 cm and 2 cm depth markers, in unit 02. Surrounding the tear site, in both units, was deformation of the catheter tubing, giving the tubing an oblong shape. The tears in both catheters were aligned along the 'corners' of the oblong shape where the degree of curvature was higher. Microscopic inspection of the tear sites found that both fractures had rounded edges and a granular surface. Both features indicative of tensile stress. A cross-section of the tubing was taken at the tear location in both units. Inspection of the cross-section found that the lumens were deformed, indicating that the deformation had occurred both externally and internally. Based on the observed features, it is likely that both units experienced compression damage, leading to tensile stress to form along the points in the catheter tubing where the degree of curvature was higher and eventually forming into a fracture. This complaint will be recorded for future trending and monitoring purposes.